Manufacturer narrative:
Emrullah birgin, 2024, robotic versus laparoscopic hepatectomy for liver malignancies (roc¿n¿roll): a single-centre, randomised, controlled, single-blinded clinical trial, the lancet regional health - europe, 2024;43: 100972. Https://doi.org/10.1016/j.lanepe.2024.101001 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a prospective study compared the outcomes of patients of who were treated with robotic hepatectomy versus laparoscopic hepatectomy for liver malignancies between february 2022 and september 2023. It was noted that in the laparoscopic group, hepatic transection was performed using bipolar forceps and a crush clamping technique in combination with ligasure or a competitor product. There were 80 patients included in the study and complications included infection, bile leak and post-hepatectomy hemorrhage, which necessitated additional surgical, endoscopic or radiological interventions.